Event description:
It was reported the scs system's recharge burden has recently increased significantly. The pt has to recharge every other day compared to the estimate of every ten days. Surgical intervention is planned to replace the ipg.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.